Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system, triggered a lead safety switch (lss) due to left ventricular (lv) lead impedance high out of range, measurement of 2027 ohms. Technical services (ts) was consulted and noted pacemaker mediated tachycardia (pmt) episodes were also recorded. This crt-p system remains in service. The patient reported feeling palpitations. No adverse patient effects were reported.